Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) exactamix syringe inlets had particulate matter; one (1) had a fiber on the white connector, seven (7) had dark spots on the white connector, and one (1) had a black spot in the pouch and fiber at the back of the white connector. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: ten (10) actual devices and photographs of the sample were received for evaluation. The returned photographs were reviewed, and it was noted that there were small spots of particles observed in the sealed packaging. The actual samples were visually inspected, and it was noted that sample #1 and sample #2 had black spots on white connector, sample #3 had tiny black spot on white connector, sample #4 had black spot and fibers on white connector, sample #5 had tiny black spot on white connector, sample #6 had black spot on white connector, sample #7 had tiny black spot on white connector, sample #8 had tiny black spot on white connector, sample #9 had dark spots on white connector, and sample #10 had dark spot particulate on the white connector. The reported condition was verified. The cause of the condition was unable to be determined; however, it was most likely due to supplier related to the manufacturing or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.